Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the pacemaker exhibited oversensing of far r wave that caused inappropriate episode being recorded. Programming changes were made. No patient consequences reported.